Event description:
The customer observed false positive havab igg results (for up to 10 patients, but data was provided for only 1) on the architect i2000sr analyzer. The following data was provided: sid 7001688 initial 11.94 s/co, repeat 0.06 s/co and 0.07 s/co. There was no impact to patient management reported. The customer believes the issue is related to the wash buffer transfer tubing.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Manufacturer narrative:
Additional data and information was provided on 13aug 2013. The customer observed discrepant (which was originally incorrectly thought to be false positive, but was confirmed with the customer to be false negative) data for the patient for havab igg on the architect i2000sr analyzer. The following data was provided: (B)(6) initial result reactive 11.94 s/co repeat nonreactive 0.07 s/co. There was no impact to patient management reported. Based upon this new information, this complaint is no longer a reportable event. This is no longer a reportable event.